Manufacturer narrative:
Investigation summary: bd received 2 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged caps with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for damaged caps with the incident lot was observed. It was found that the caps were incompletely molded causing gaps in the plastic. 100 retention samples from bd inventory were evaluated by visual examination and the issue of incompletely molded caps was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced broken lid/ cap. This event occurred twice. The following information was provided by the initial reporter. The customer stated: phlebotomist identified cracked lid on removal of tubes from tray.